Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2007; 3093-28 interstim urinary mgu lead, implanted (B)(6) 2013; 3058 interstim urinary mgu ipg ,implanted (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported by the patient that they experienced a pounding sensation near the pacemaker and a shaking/movement in their arm, which was thought to be possible pocket stimulation. It was noted that multiple resets had occurred with the device, and the right ventricular lead (rv) impedances and thresholds had spiked afterward. The device was reprogrammed from a single chamber fixed rate, back to the original parameters, which appeared to resolve the patient's symptoms. The device and lead remain in use and will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high impedances. The lead was reprogrammed, and the device was explanted and replaced. No patient complications have been reported as a result of this event.